Event description:
After deployment of the excluder bifurcated endoprosthesis devices the trunk-ipsilateral migrated proximally. The completion angiography demonstrated inadequate flow to the right renal artery. An unsuccessful attempt was made to displace the endograft more distally using an occlusion balloon. At this time the decision was made to proceed with an open abdominal aortic aneurysm repair due to indadequate perfusion to the right renal artery. Flow was re-established to the lower extremities. The excluder bifurcated endoprosthesis main body and extensions were removed. A dacron tube graft was used to successfully repair the aneurysm. Clinical status of the patient is fine.